Manufacturer narrative:
D5;h4: information unavailable, device returned with no lot identification. H6; evaluation code #100(other): nick on knife blade. Results of evaluation: conclusion: based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly produced "staple line bleeding" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and was found to have a nicked knife. No conclusion could be reached as to how this damage occurred. Comments: each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
Device was used during a laparoscopic gastrectomy bypass. It was reported by the rep after firing the stapler there was bleeding from the staple line 3 times. It was completed by open surgery where staple lines were oversewn.